Event description:
It was reported through patient outcome that the patient passed away due to right heart failure. Care was withdrawn due to end organ failure secondary to secondary to right heart failure worsened by mitral valve and aortic valve insufficiency. The pump was decommissioned on (B)(6) 2023, and the patient passed away the same day. The outcome was not device or therapy related. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and multiple organ dysfunctions/failures. Section 5 of the IFU, ¿surgical procedures,¿ explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.